Event description:
The patient reported being hospitalized in intensive care from (B)(6) 2011 and was then transferred to regular care on (B)(6) 2011. The patient's blood glucose was very high and when the infusion set was removed the headset cannula was kinked. The patient's doctor believes the e4 (occlusion) error is not correctly displayed. The patient's diet counselor closed the tubing with a clamp and bolused and e4 was displayed after 4 units of insulin was delivered. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.